Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited undersensing. Technical services (ts) analyzed device episode data and determined that there was likely one beat of true undersensing along with another beat of functional undersensing where the ventricular beat fell into the programmed blanking period. Subsequently, after the functional undersensing, extra pacing was delivered with likely functional loss of capture due to prior depolarization of the right ventricle. Ts provided reprogramming recommendations as troubleshooting. No additional adverse patient effects were reported. Currently, this ICD system remains in service.